Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient will be monitored by the facility protocols. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced dizziness and double vision following the initial implant surgery. It was reported that there was a complication with the anesthesia. The recipient reportedly spent one night in the hospital and was prescribed physical therapy. The recipient was successfully activated and dizziness is improving.